Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the u12 processor on the bedside board was shorted internally. The cause of the resets is the shorted component. The root cause of the shorted component cannot be positively identified. In addition, the power supply connector was damaged. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective battery charger/modem.